Event description:
New information noted that the patient presented remotely via merlin.net. The right ventricular lead noise was oversensed. Programming changes were performed. The patient was in stable condition.

Event description:
It was reported that the right ventricular lead exhibited noise. No additional information was reported/additional information was requested but not received.